Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: slice on cable, failed leak test, faulty ccd, intermittent problem on image a root cause could not be identified. Based on the results of the investigation, the cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device exhibited slice on cable, failed leak test, faulty ccd, intermittent problem on image. There were no reports of patient involvement.